Manufacturer narrative:
The device was returned to olympus for inspection, and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: screen flickers when the image is meeting cold, hot water. Based on the results of the investigation, a definitive root cause could not be identified. The most likely cause is due to component failure due to stress of repeated use, external factors, or handling. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device. E1 complete address 1: no. 2, liqun west street, yinchuan city, yinchuan city, ningxia hui autonomous region

Event description:
It was reported that the gastrointestinal videoscope had an image with colorful stripes. The issue was found during maintenance. There were no reports of patient involvement.